Event description:
It was reported that the user experienced a low blood glucose to 69 mg/dl after announcing and eating a lunch consisting of a sandwich, apple, and yogurt, then self-treated with glucose tablets and apple juice, with subsequent readings of 98 mg/dl and later 130 mg/dl; the cause of the hypoglycemia was unclear, and no device-specific problem or component could be identified. Symptoms included hypoglycemia. Outcomes included the need for medication-level intervention to correct the low glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to determine a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.